Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It is reported, aaris smartsite tubing, separation. Description: incident 3 ,3-25: alaris tubing broke in half, fell apart when unclamping the blue slider clamp that goes into the pump. Luckily the line was clamped below the disconnection site so no air entered the patient and infection risk was minimal or zero.